Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of backup vvi due to delivery of high voltage therapy into a fractured lead could be verified. After restarting the firmware, the device tested normally on the bench and our automated testing equipment. The cause of the reported backup was suspected due to lead fracture.

Event description:
It was reported that the device went into backup vvi mode after noise was sensed and inappropriate therapy was delivered. Erratic impedance and oversensing observed with patient movement. The device was electively explanted.